Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
It was reported that the patient faced hyperglycemia event on (B)(6) 2026 due to bent cannula. The blood glucose level was 350 mg/dl.